Event description:
Information was received stating that this lead did not work anymore. It was reported that the lead exhibited high impedance. It was replaced and the defective lead remains in the patient. Patient information is unavailable.